Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a surgical case, when the surgeon activated the plasmablade device, a current went through forceps the surgeon was holding and burned the surgeon¿s left ring finger, resulting in a 1-2mm first degree burn. No interventions were needed for the surgeon.